Manufacturer narrative:
According to the customer on 4/30, "during a room 1, emergency exploratory laparotomy today we attempted to put a foley in and the balloon did not inflate. This was a critical case as we were already prepping the patient for incision at the same time as the foley placement. We should not have delayed the incision due to the need of getting another foley. It harmed the patient due to delay in case when the patient was already getting massive blood transfusion and needed the ruptured spleen out asap to control bleeding. Another foley kit was used and catheter was placed in because it was also critical for the patient to receive a foley before incision". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 4/30, "during a room 1, emergency exploratory laparotomy today we attempted to put a foley in and the balloon did not inflate."